Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ins only lasted 1.5-2 years. The patient was tired of having surgery so the ins was replaced with a rechargeable unit. Additional information has been requested.

Event description:
Additional information received reported the patient do not have concerns with their device and received assistance from their health care provider (hcp) or manufacturer representative on 2014-(B)(6). Additional information received reported symptoms associated with this event were increased pain. It was noted the cause of the battery depletion was unknown. It was noted that the device was replaced on 2014-(B)(6) and the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B(4).